Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 2. It was reported to b. Braun medical inc. That an infusomat space intravenous (IV) pump set (material 363904, lot unknown) was being used to administer amiodarona on (B)(6) 2024. According to the complainant, air bubbles were removed from the IV line, however, the pump alarmed for air in line. Despite multiple unsuccessful attempts to resolve the alarm, the issue persisted. The user attempted to use a second infusomat space intravenous (IV) pump set, but the air in line alarm recurred. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.